Event description:
The stent was advanced into the proximal circumflex. The stent would not advance into the lesion. The stent was then pulled back but hung up and was unable to be removed. Various techniques were utilized to remove the stent, but were unsuccessful. The pt was hemodynamically stable and was sent to the operating room for acbp.